Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was low, and the meter bg reading was high with a high ketone level. Insulin was administered via a manual injection to address bg. Reportedly, the customer took over 1,000 mg of acetaminophen/paracetamol prior to the reported issue. Customer was informed that this dose of acetaminophen/paracetamol may cause the system to display false values. Customer acknowledged the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: no product or data related to issue was provided. The probable cause could not be determined. The dexcom g6 sensor user guide states: ¿taking higher than the maximum dose of acetaminophen (e.g. 1 gram every 6 hours in adults) may affect the g6 readings and make them look higher than they really are.¿ h3 other text : device not returned.